Event description:
It was reported that the gantry 'c' arm rotated counter clockwise without command. The 'c' arm came to rest and bent the IV pole on the stretcher on which the pt was positioned. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.